Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault "80" and defib fault 72" messages. Complainant indicated that there was no pt involvement in the rpeorted malfunction.